Event description:
The customer reported that the system displayed an error message and x-ray was disabled. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the input transformer. The system operates as intended.